Event description:
A malfunction alarm was reported by the caller, specifically related to a pump issue. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the caller in doing so. After resetting, the malfunction code did not recur, and the customer was advised to continue using the pump and to contact support if the issue reappears.